Event description:
On (B)(6) 2012, the patient contacted animas to report that on (B)(6) 2012 at 2:00 pm, the patient received an inadvertent infusion of insulin, 36 units were given to the patient that she did not program. At 5:00 pm the patient obtained the blood glucose reading of 41 mg/dl; she did not report experiencing any symptoms. The patient administered self-treatment by consuming carbohydrates; she did not seek any medical attention. The patient's subsequent reading at 7:00 pm was 81 mg/dl. A review of the pump history revealed this infusion of 36 units was not recorded in the pump or prime history. The patient also noted there was no issue with the pump's keypad. The issue was not resolved. The patient allegedly received an unprogrammed bolus dose of insulin, and suffered blood glucose levels suggesting severe hypoglycemia afterwards. Therefore this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The reported 36 unit bolus was not found in the pump history. The last bolus in the pump history occurred on (B)(6) 2012 at 12:31 pm for 6.4 units. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No un-programmed boluses occurred during testing. There were no issues found with the button contacts.